Manufacturer narrative:
G4: 09nov2020; b4: 09nov2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer indicated that they were unable to replicate the issue however the rse urged the customer to replace the solenoid valves. The customer's bio-med followed the instructions from the rse as precaution and the device passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported to philips that the device had a pressure auto-zero error. There was no patient involvement or user harm reported at the time of the event.